Event description:
Customer stated: 2 cnas hooked up the resident in the sling to the lift. 1 cna was maneuvering the lift during the transfer. The 2nd cna was guiding the resident's legs. The cnas lifted the resident and were going to move straight back and then make a 90 degree turn. When the lift was pulled straight back from the bed, the resident was adjusting herself in the sling and fell out of the sling. They think the resident fell out sideways, but they said because it happened so fast, they weren't sure. (B)(6) said all 4 loops were still on the hanger bars after the incident.

Manufacturer narrative:
Did in-service with a number of staff members showed them how to move equipment smoothly, so they are not swinging people in the air.